Event description:
It was reported that this right ventricular (rv) lead exhibited a lead slack after right atrial lead placement completion and was adjusted three times while keeping the sleeve fixed. Additional information indicated that this rv lead was cut off and covered with a sheath secondary to its inability to puncture. X ray revealed elevated threshold trend secondary to lead slack. The stiffness of this rv lead was considered to be not suitable for the patient cardiac anatomy. This rv lead was electrically abandoned and replaced with a non-boston scientific model. No additional adverse patient effects were reported.